Event description:
On (B)(6) 2025, an atrial lead was implanted. The following day, during an interrogation procedure, the atrial lead was suspected to have dislodged. This dislodgement was later confirmed via x-ray. Consequently, the atrial lead was reprogrammed to shut down before the revision could be completed. On (B)(6) 2025, the atrial lead was repositioned and subsequent testing confirmed that the atrial lead was functioning normally. The patient was then reprogrammed back to normal dual operation. Throughout the entire process, the patient remained stable before, during, and after the repositioning procedure.